Manufacturer narrative:
One medfusion 4000 pump was returned for analysis with no noticeable physical damge. Review of the event history log revealed that a travel course reverse alarm was found in the history. Based on the review of the event history log, ,the customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The clutch's leadscrew and spring were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medfusion 4000 pump displayed a travel course error, and an issue with the check clutch and the plunger lever. There was no reported injury or adverse events.